Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. This device has no previous service events; therefore, a service history review is not required, and a review of the device history record was performed. The device history record (DHR) review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric flow test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.